Event description:
This event occurred during the treatment; following irradiation on the left side of the brain, as the gantry was being remotely rotated from 90 to 270 degrees the gantry throat cover came off at approx 320 degrees. The cover became dislodged besides the kv imaging panel and landed on the patient's forehead. The patient was immobilized in a mask. The gantry cover was still resting against the patient when the therapists entered the room. The patient was startled and had a small superficial cut and a red raised bump on his forehead. He did not wish to continue treatment that day and was immediately removed from the treatment room. The staff clinician was immediately notified; the patient was assessed and it was determined that the injury was not severe. The patient did return for treatment the next day and has completed the course of treatment.

Manufacturer narrative:
Varian has come to a decision to report incidents involving a center throat cover detaching, which has on two occasions lead to a potential adverse event due to medical intervention (x-ray and CT scans). This event, previously determined to not meet the definition of adverse event, is being reclassified as part of a two-year retrospective review of all complaints. Our investigation revealed that during treatment, the center throat cover (fiberglass cover) is at its longest when the gantry angle is at either 90 degrees or 270 degrees, possibly shadowing over the patient. A loose or incorrectly latched fastener could enable the latching mechanisms to fail, allowing the throat cover to fall, possibly onto the patient. The fiberglass cover weighs approximately 17 lbs., the center of the cover is at iso-center and the part of the cover that could hit the patient is a flat, smooth surface. The hazard analysis determined that if this scenario occurred, it could cause a superficial cut and/or bruise to the patient's head. Varian provided a customer technical bulletin to elaborate on how to correctly latch the center throat cover. In addition, a design improvement to the latching mechanism was released to manufacturing in 2006. No similar complaints have been reported for devices with the re-designed latches. The fiberglass cover was replaced and reinstalled at this site. No additional follow-up to this MDR is expected.